Event description:
It was reported that the lead showed no capture on the day of implant. The next day, the patient was taken for a lead revision, the lead was repositioned, and good thresholds were measured through analyzer. The physician reconnected the device and noted the loss of capture still occuring. Both the lead and the device were explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead was returned and analyzed. Evaluation summary: no anomalies found.